Event description:
While dialysis technician was attempting to engage the safety device, the needle went through the side and punctured the technician. Date of incident unknown, no further information was provided.

Event description:
While dialysis technician was attempting to engage the safety device, the needle went through the side and punctured the technician. Date of incident unknown, no further information was provided.